Event description:
It was reported the valve was explanted due to paravalvular leak and was replaced with a 23 mm sjm master's valve. The surgeon indicated there was no product deficiency or problem with this valve.